Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2021, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(4) 2021. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Healthcare professional was approximated to yes. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed in (B)(6) 2020. In the middle of (B)(6) 2021, the patient experienced pain in his lower region and had issues going to rest room, the patient could not stand up and there was a mucus coming out with a little bowel movement. In (B)(6) 2021, the patient went to the hospital and had magnetic resonance imaging (MRI) and computerized tomography (CT) scan, the physician noticed there was something on the patient's prostate and decided to drained it. The physician was not able to get anything out of the 3mm oval spot. The patient was then admitted to the hospital and started antibiotics and steroids. The patient was admitted for four day, and left without any pain. The physician found that the hydrogel from the spaceoar had hardened and shifted to attach to the patient's prostate. The gel has persisted past 10 months, possibly due to the abscess walling off of the hydrogel, causing inflammation, and irritation. The patient condition was reported to be feeling better. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.